Event description:
During routine testing of the device at the service center, the service repair technician reported that the monitor failed the hi pot testing at 3000 volts. There was no patient involvement. Investigation in process, but not yet completed.

Manufacturer narrative:
Evaluation is progress, but not yet concluded.